Event description:
It was reported that the customer fainted, due to a low blood glucose (bg) level of 32 mg/dl cause was unknown. Customers spouse called paramedics, and customer was put on an IV to help address low bg. Reportedly, the customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.